Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened button dome switch. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive. Customer stated the device was in their pant pocket and accidently placed into the washing machine. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 266 mg/dl at time of reporting. Nothing further reported.